Manufacturer narrative:
Additional information: a2, b6, b7, d10, and h11. Correction: b1, b5, and h1. B5: upon follow up, it was clarified that the patient had not experienced the peritonitis event and did not break any aseptic technique. It was reported that the patient did not experienced cloudy effluent. H11: based on additional information received, unspecified pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as "doing aseptic technique and using unsterile cloth". The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for peritonitis and patient outcome were not reported. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.